Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial tha. Patient reported pain and experienced recurrent dislocations. X-rays also confirmed dislocation and was reduced. Patient still reported pain and x-rays shows well aligned stable hip with no signs of loosening or failure. Patient was revised. Operative notes mention altr in the joint space, tissue damage in the significant abductor compromise and pseudotumor formation. There was also black residue noted inside the head and along the trunnion. Bone loss and degradation noted along trochanteric region. Shell, liner, head and screws were explanted. Stem remains implanted. No other intraoperative complications noted. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00771101200, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset, 61636727. 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 61609479. Proposed code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported chronic pain and received multiple steroid injections, reporting temporary relief. The patient underwent left hip arthroscopy for psoas tendon release from lesser trochanter due to continued pain and bursitis. The patient was revised due to metallosis and recurrent left hip dislocations. During the revision it was noted significant amount of adverse local tissue reaction, a large defect over the greater trochanteric region indicating significant abductor compromise consistent with pseudotumor formation, black residue inside the head and along the trunnion, and bone loss and degradation along the trochanteric region which was debrided. The head, shell, liner was revised without complications.